Event description:
It was reported that the patient with this right ventricular lead underwent a blood effusion during which there was a rise and fall of pace impedance measurements, remaining within normal range. Boston scientific technical services discussed it was likely due to the medical situation and to continue to monitor. Threshold and sensing remained unchanged. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).